Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient clarifying when the issues of the battery flipping and the implant stopped working was first noticed. They stated that it never seemed to encapsulate. The cause of the battery flipping and the implant not working was not determined. No actions were taken to resolve the issue of the battery flipping and the implant not working and the issue has not been resolved. It was reported that symptoms related to the battery flipping and the implant not working was discomfort and gradually the inability to use the device. It was reported that the device was to be removed on 2018-06-14. They stated it had not been used in almost two years if not already two years. The patient noted that when it worked it was excellent. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding patient with an implantable neurostimulator (ins) for chronic low back and spinal pain. It was reported the patient stated that they no longer used their pain stimulation since they already had the pain pump. They stated they tried to use it one time, but the battery was flipping and was not working properly. The patient was offered to be connected to patient services but they refused and stated that they would talk to their doctor instead. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.